Event description:
It was reported the tip of the screw driver broke while the surgeon was inserting the screw.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based upon the reported information.